Manufacturer narrative:
Insulin pump passed the displacement test and self test. However, hardware low level failure alarm confirmed in the insulin pump history due to cold solder joint on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. The customer stated they were able to clear the alarm and self test was performed and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.